Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the tube completely blocked during use on a patient. Change to a new tube." The patient's status is reported as "fine."